Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the distributor purchased this product for demo use. After receiving the goods, the distributor used a patient simulator for monitoring and found that there was no alarm sound when the probe stimulated the second channel. The monitor did not indicate that no current was being delivered. There were no visual and/or audible indicators that alerted the user of the issue. No error codes were displayed. No warning alerted. This issue was observed by the user himself. The issue was not resolved by repositioning or troubleshooting. There is no patient involved in this event.

Manufacturer narrative:
H3:the product analysis found that no fault was found with the device. H6: initially submitted codes fdm b17, fdr c20 fdc d16 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.